Manufacturer narrative:
(B)(4)-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the contrast keypad button was unresponsive. There was no evidence of keypad contamination found under the key contacts. The pump was opened and the keypad flex connector was found to be unsecured. The flex connector was properly secured and the contrast button function returned to normal.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the keypad buttons were unresponsive following the pump dropping to the floor. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.